Event description:
Reporter alleged the needle on the lancet device does not retract after firing and the needle is exposed. No actions of treatment resulted reportedly. A request was made for the return of the suspect device, and replacement product was sent.